Event description:
Caller reported a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Customer received complete pump reset information from technical support and was guided through the pump reset process. After the reset, the issue with the cgm error code was resolved, and the caller successfully started their sensor session.